Event description:
It was reported that a tear was found on the pigtail distal end of the ureteral stent. The tear is a result of force applied by the physician. This occured during preparation, outside the pt and there were no pt complications involved.